Manufacturer narrative:
On (B)(6) 2025, additional information was received indicating this procedure was a pulmonary vein isolation (pvi) + posterior wall (pw) ablation for persistent atrial fibrillation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cerebrovascular accident. It was also reported there was a map shift with the carto® 3 system that was used in this case. It was reported that after switching from a trupulse generator to an ngen rf generator, remapping was performed. However, ¿confidense¿ wasn¿t adding points even though the filters were all green. Issue was quickly resolved by stopping/starting collection again. Additionally, a map/geo shift was seen after switching from the trupulse generator to an ngen rf generator (no alerts seen, and the system did not ask to ¿learn new¿); proceeded with the case by recollecting new fam and points. Similar map/geo shift seen after swapping generators; different direction of shift compared to the first case so no consistency to the movement of shift; proceeded by recollecting new fam and points. No errors were provided, the map shift confirmed during remapping. There was no cardioversion or patient movement before detecting the shift. It was also reported that following the procedure on friday morning 22-mar-2023, the patient took some time to wake from general anesthetic. The patient also woke with left sided weakness particularly in their hand. They had a computed tomography (CT), which showed no abnormalities but because symptoms persisted they were transferred to a stroke center (royal london hospital) where a magnetic resonance imaging (MRI) was performed on 24-mar-2024. The MRI showed many small emboli and a lacunar infarct. The patient¿s symptoms resolved after 2 days and they were discharged on day 3 following the procedure, however, not considered to be extended hospitalization. The physician's opinion on the adverse event is unknown. There was no evidence of char or blood/thrombus/clot during the procedure. No errors observed. No intervention provided. After the MRI, the symptoms resolved and the patient was discharged with no further complaints.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # for a thermocool® smart touch® sf bi-directional navigation catheter. (2) MFR # 2029046-2024-01276 for a carto® 3 system.

Manufacturer narrative:
Correction: it was noticed the h6. Health effect - impact code of "hospitalization or prolonged hospitalization (f08) was inadvertently omitted from the 3500a initial medwatch report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 3-jun-2024, additional information was received indicating no alerts were seen intra-procedure. The procedure was done under general anesthesia and only a CT and MRI were done as follow up examination to determine a diagnostic cause. Correction: it was noticed the PMA/ 510(k) number ¿p030031/s078¿ was inadvertently omitted from the 3500a initial medwatch report. It has now been added. It was also noticed the h6 type of investigation, h6. Investigation findings and h6. Investigation conclusions codes were inadvertently omitted from the 3500a supplemental (follow-up) # 1 medwatch report. These have now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).